Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that unspecified volumes of solution leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filled with unspecified volumes of hydromorphone when solutions leaked at the male adapter of the injector in the vials. The vials were replaced and the fillings were resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.